Event description:
It was reported that during lap cholecystectomy procedrue, every 2nd clip either fell off tissue or wouldn't close properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking # 457573-0; date sent: 7/7/2006